Event description:
As reported, while placing 4f valved PICC devices, the hospital has had several instances of the handles of the peel-away sheaths detaching from the sheath tubing during the peeling process. The users have been able to grasp the sheath tubing for complete removal, and there have been no pt complications or injuries. The hospital has indicated that their technique of "breaking" the sheath handles may be contributing to the handles detaching. Used samples have been discarded and will not be returned.

Manufacturer narrative:
The hospital has indicated that they have discarded the used devices, however, navilyst medical's investigation into the event is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).